Event description:
The customer reported the visera elite video system center is unable to display image due to dirty electrical contacts. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, connector receiver lock, battery drain and top cover paint peeling were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image, due to corrosion of the video connector-contact. The specific root cause of the corrosion of the video connector-contact could not be determined at this time. Olympus will continue to monitor field performance for this device.